Manufacturer narrative:
D. 3 common device name: blood/plasma collection device for dna testing h.6 investigation summary: material #: 362788 lot/batch #: 2259022 bd had not received samples, but 4 photos and 1 video were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles and tray pack residue was observed, however damaged tubes were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and tray pack residue based on photos only. This complaint has not been confirmed for the indicated failure mode damaged tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg that there was air bubbles in gel and cracked tubes. The following information was provided by the initial reporter: phase: when unpacking and inspecting defects: cracks in the wall of the blood collection tube and air bubbles in the tube quantity: 3 tubes with cracks on the tube wall; 562 tubes with air bubbles effects: no effect on patients and users.